Event description:
It was reported that the patient first presented in the emergency department at an outside hospital with chest pain and syncope episodes. The patient went into atrial fibrillation with rapid ventricular response and was cardioverted twice and transferred. The plan was to place an impella 5.5 to support while working up for left ventricular assist device. While on impella 5.5 support, the nurse reported the patient was having an episode of ventricular tachycardia (vt), overnight, not sustained, and lytes were replaced. No further episodes were noted. It was also reported that the patient had a stroke that required thrombectomy. Furthermore, it was reported that the impella position was deep in the ventricle. The patient had vt. Echocardiogram measured 6.2 centimeters. The impella was repositioned under echocardiogram to 5.5 centimeters and ectopy was noted to be gone. Cm marking remained the same from the previous day when the echocardiogram measured 5.1 centimeters compared to when the echocardiogram measured 6.2 centimeters. The care team had no explanation for this. It was also reported that the nursing staff was changing the purge cassette and tubing when accidentally broke the purge side arm on the catheter which contributed to a purge fluid leak and purge pressure volume to be reduced to 30-110. The staff called the company for help with troubleshooting the issue but was advised that the pump needed to be exchanged immediately due to the fact that the motor was no longer being protected and also the patient was now at a risk for infection due to the crack on the purge sidearm. The patient was taken to the operating room for impella exchange.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the purge leak was damage to the purge sidearm; however, the cause of the damage is not known due to no product nor images returned and insufficient clinical details. The root cause of the stroke and tachycardia were unable to be determined due to insufficient clinical details.